Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specification as per service installation record. No on-site visit by a field service engineer was identified in relation to the reported issue. Logfiles have been requested but have not arrived. More information about the reported issue was requested but not received. Not enough information was provided to perform an investigation about the reported issue. No part is expected to be returned to manufacturer for evaluation. The root cause of the reported event could not be determined. Not enough information was provided to properly complete an investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patients experienced diffuse lamellar keratitis and some cases affected the vision in the unknown eye of a patient, after refractive surgery. The exact case was unknown. Additional details requested. The surgeon performed additional surgery a few days later and the patient fully recovered.